Event description:
A malfunction was reported with a code displayed as malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance on resetting the pump, as the malfunction code was resettable, and the issue did not recur after the reset. The customer was advised to change supplies as needed and continue using the pump, with instructions to call technical support if any further malfunctions occurred.